Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported blood reflux occurred after catheter placement. Customer feedback indicated the valve was activated according to standard operating procedures. Secondary catheterization procedures. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. One photograph of a groshong catheter was returned for evaluation. The complaint of a blood reflux through the catheter is confirmed; however, the exact cause is unknown. An initial visual observation of the photograph showed the device tubing implanted into a patient with heavy use residue noted on a sterile shield near the proximal catheter end. The distal valve could not be examined for a malfunction; however, notable blood on the drape near the catheter tip suggests that backflow through the device had been present. It was also noted that the stylet had been removed from the catheter and the proximal connector had not been assembled. Possible root causes include a damaged/stuck valve or not flushing the catheter after aspirating. The product labeling includes instructions to flush the catheter after aspiration to ensure the valve returned to its normal closed position. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.